Event description:
User received low sodium results since 2008. Three days later, 405 patient samples were involved. Of these, 35 had erroneous results reported and corrected reports issued. Thirty examples were provided. All results in mmol/l. Sample 1 initial result 127, repeat 141. Sample 2 initial result 132, repeat 142. Sample 3 initial result 126, repeat 143. Sample 4 initial result 127, repeat 144. Sample 5 initial result 130, repeat 143. Sample 6 initial result 134, repeat 144. Sample 7 initial result 126, repeat 142. Sample 8 initial result 128, repeat 135. Sample 9 initial result 133, repeat 140. Sample 10 initial result 130, repeat 138. Sample 11 initial result 128, repeat 137. Sample 12 initial result 126, repeat 141. Sample 13 initial result 128, repeat 142. Sample 14 initial result 133, repeat 141. Sample 15 initial result 130, repeat 142. Sample 16 initial result 133, repeat 139. Sample 17 initial result 129, repeat 141. Sample 18 initial result, 130, repeat 139. Sample 19 initial result 131, repeat 140. Sample 20 initial result 131, repeat 140. Sample 21 initial result 132, repeat 143. Sample 22 initial result 134, repeat 143. Sample 23 initial result 132, repeat 142. Sample 24 initial report 131, repeat 141. Sample 25 initial result 127, repeat 140. Sample 26 initial result 131, repeat 139. Sample 27 initial result 129 repeat 139. Sample 28 initial result 131, repeat 140. Sample 29 initial result 134, repeat 145. Sample 30 initial result 132, repeat 140. No known treatment has been received by patients due to incorrect results reported. The field service representative determined there was a pinhole in the tubing for the ise sample mechanism. He replaced the ise sample mechanism, performed probe adjustments, replaced the ise sample probe, and replacement the vacuum nozzle on ise 2. Performance tests were performed.